Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that during a system explant (related manufacturer reference numbers 1627487-2021-14548, 1627487-2021-14549, and 1627487-2021-14550) on (B)(6) 2021, the physician was unable to explant the entire drg lead and part of the lead remains implanted as the physician cut the other part and removed it. No new products were implanted.